Event description:
During index procedure ((B)(6) 2012), a complete se peripheral stent was implanted to treat a dissection in the left popliteal (l-1). Ap proximately 36 months later ((B)(6) 2015), the patient experienced left sfa/popliteal stenosis. The patient was treated with a CT scan and pta. Event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.